Event description:
In 2007, the patient underwent cerebral angiography, which demonstrated a 3.5-mm-in-diameter left superior hypophyseal aneurysm and a 9-mm internal carotid artery bifurcation aneurysm. The vessels were very tortuous. The patient was then scheduled for a therapeutic neurovascular procedure and premedicated with aspirin and plavix five days prior to the procedure. On approx three months later, under general anesthesia, the patient underwent placement of a 4.5 x 28 mm enterprise stent -cordis neurovascular. This extended from the left middle cerebral artery across the siphon. She underwent coiling of both aneurysms without incident while fully heparinized. About six hours later, the patient developed right-sided weakness and underwent emergency angiography. This demonstrated an occlusion of the left middle cerebral artery at the distal margin of the stent due to a clot. Intravenous reopro was administered, which increased the flow slightly but the patient developed a large middle cerebral distribution infarct. The next day she underwent a decompressive craniectomy. Despite medical therapy, she has continued to have severe neurologic deficit. Route: intracerebral. Dates of use: 2007 still in-dwelling . Diagnosis or reason for use: left superior hypophyseal aneurysm. Internal carotid artery bifurcation aneurysm.